Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6; h9. The event is confirmed. Visual inspection of the returned device was performed. Item and lot number confirmed as correct. Device exhibits signs of repeated use and has both sets of components (bearings and springs) disassembled / missing the components were not returned. Measured the thickness and width of the device and both measurements taken were found to be conforming. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. These devices are confirmed to have been a part of a previous investigation. Actions were initiated to recommend against using ultrasonic cleaning as a sterilizing technique for these devices. These devices were subsequently re-designed to account for this failure mode with a new locking mechanism. It was determined that these devices were manufactured prior to this design change. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that prior to surgery, the trials weren't staying together due to the shim missing a ball bearing. Another tray was used for the surgery. There were no delays or issues noted. Attempts have been made and all available information has been provided.